Event description:
It was reported that the implantable neurostimulator system was replaced due to inadequate coverage. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3487a, serial #, implanted: (B)(6) 2007 explanted: (B)(6) 2011 extension model 748951, serial #(B)(4), implanted: unknown explanted; unknown accessory kit model 3550-09, serial #unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 7427, serial # (B)(4) showed no significant anomalies. The functional test showed that the battery was not in new condition. The neurostimulator had a good stable output at all electrode pairs, from ins to extension. There was no output from any electrode pairs that involved circuit #0, from neurostimulator to extension and cut lead. There were burn marks from suspected cautery. Analysis of extension model 748951, serial # (B)(4) showed no anomalies. There were no shorts between circuits and continuity was acceptable. System testing measured a good stable output from neurostimulator to extension at all electrode pairs. There was no output on any electrode pair that included electrode #0, when the cut lead was added. Visually the extension was okay. Analysis of lead model 3487a, lot # unknown showed that component was segmented and the proximal end stretched. The conductor #0 was broken at the connector sleeve 1.7cm from the proximal end and acted as an open circuit. There were no other shorts between circuits but there was no output on any electrode pair that included electrode #0. Analysis of plug model 3550-09, lot # unknown showed no anomalies and was visually okay.